Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported since reporting her new insulin pump, it has been alarming no delivery. The alarm occurs almost every day. Customer has changed her infusion set today, but she normally does not change them when the alarm occurs. She stated the alarms occur whether she changes her infusion sets or not. Customer's blood glucose was 224 mg/dl. Customer was advised to check her infusion sets and try different cannula lengths. She was told to monitor the device and call back if the issue recurs. Nothing further reported.